Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother called in to report a keypad anomaly and a motor error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 400 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed to that the device would be replaced, and was informed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly during our testing however; moisture damage was found to the keypad traces during our visual inspection. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.